Manufacturer narrative:
One medfusion pump was received with the plunger head loose and rotating, the right plunger case and the battery door were cracked. The event history log was unable to be downloaded and the battery was depleted. The power up process and visual inspection were conducted. The pump powered on briefly before "depleted battery" alarm came on. The issue was user induced as there was corrosion on the power supply as a result of fluid ingression. The power supply was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump would not power up. The j9 connector was inspected and the battery was replaced. After reassembly, the pump would not power on. Upon opening the pump a second time, the technician noticed a burning smell and corrosion/ fluid ingress around the power supply. The technician did confirm when he re-opened the pump that the j9 was installed correctly, and there were no other user error related issues. There was no patient involvement.